Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to a blood glucose level of 20 mg/dl. The customer stated that he was transported to the hospital via ambulance after paramedics were called to his home. The customer reported that he had been experiencing low blood glucose levels for nine days leading up to the call, and paramedics had responded three times. Customer stated that his blood glucose levels have ranged from 88 mg/dl to 400 mg/dl during the hospitalization. The customer will not return the device for analysis.